Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was "sticky." Upon activation after the surgery the pump was hard and unable to cycle. No intervention has been reported.